Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no damage was observed to the audio bolus button. During testing, the audio bolus button was intermittently responsive. The bolus button cover was removed and contamination was found on the bolus button contact.

Event description:
On (B)(6) 2012, the patient contacted animas stating that the audio bolus button had been intermittently unresponsive for the past six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.